Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the during a clinic visit, the right ventricular lead exhibited noise reversion episodes. The patient was asymptomatic. No intervention was reported.